Manufacturer narrative:
The insulin pump received with no esc and act button response due to flattened button dome switch. No sticky buttons noted. The connector on lcd board was inspected and no anomaly was noted. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were sticking and was advised by healthcare professional to have insulin pump replaced. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.